Event description:
As reported by our affiliates in israel, this was a case with a 26mm sapien 3 ultra resilia valve within two previous malfunctioning 26mm non-edwards valves, in aortic position by transfemoral approach. The patient was symptomatic before the intervention. During the procedure, two pre-dilation balloons were used. The commander delivery system crossed the non-edwards valves, with a snare device for safety, without issues. The commander delivery system balloon burst when it was fully inflated, but it retracted into the pusher without complications. The valve was deployed successfully, resulting in a gradient of 20 mmhg. The delivery system was successfully withdrawn through the vasculature and esheath without any complications. A non-edwards post-dilation balloon was then used, reducing the gradient to below 10 mmhg, and it burst too. The patient was in stable condition without any injury due to this event. As per medical opinion, the perceived root cause of the balloon burst was related to the two previous mal-functioning non-edwards valves. While inflating our valve, the valve struts punctured the delivery system balloon.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. The provided imagery was evaluated and revealed the following: a valve was deployed inside pre-existing valves in the aortic position. The delivery system balloon appeared burst upon valve deployment. The delivery system balloon was longitudinally and radially burst. The complaint for balloon burst was confirmed based on an evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Evaluation of the returned imagery indicates a longitudinal and radial burst of the balloon. The balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume, pre-existing valve stent, etc.). It is possible the balloon may have interacted with the pre-existing valve and/or potential calcification upon inflation, contributing to a balloon bust. The balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure. However, physical interactions between the inflated balloon and any rigid characteristics associated with the pre-existing bioprosthesis or calcified nodules could compromise the structure of the balloon wall through a number of failure mechanisms including puncture, local overstretching, open cell impingement, or stress concentration. In this case, it is likely that the interaction between the balloon and a pre-existing valve may have compromised the balloon wall when the balloon was inflated. As such, available information suggests that patient factors (interaction with pre-existing valves) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.